Event description:
The account alleges that during an embolization procedure, the catheter tip detached within the patient tibial branch artery feeding an av fistula. This occurred on the reintroduction of a glide wire into the 4f catheter post angiographic run-off - hand injection. The clinician was unsuccessful in retrieving the foreign body from the vessel with a vascular snare device. The clinical noted that foreign body was located within a vessel intended for embolization. The foreign body would simply assist in occluding the targeted vessel. It was not necessary to remove the foreign body. Several additional embolic products were deployed, both proximal and distal to the foreign body fragment successfully completing the intended embolization procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.